Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -11.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting; elevated iop; significant reduction of irido-corneal angles; retained viscoelastic/ocucoat; and enlargement of pi (surgical) was performed along with paracentesis to reduce iop. On (B)(6) 2021 the lens was explanted and later the same day replaced with a shorter length lens. The problem was resolved and "patient's vault has slowly decreased to acceptable level with decreasing iop". The cause of the event was reported as a patient related factor and noted "retained viscoelastic in small eye & thick brown iris".